Event description:
During functional testing at zoll medical's techinical service department, the device displayed "pacer fault 116," "defib fault 72," "pacer disabled," and "defib disabled" messages. There was no patient involvement in the reported malfunction.